Event description:
Customer called lfs on 10/01/2002 alleging that their meter would not power on. Pt reported feeling dizzy. Pt obtained a "333 mg/dl" on another meter. Pt treated themselves with candy after pt obtained the "333 mg/dl" reading [sic]. No medical care beyond home treatment was received. No adverse event or serious injury occurred. Ccr checked that the batteries were good and that they were correctly installed (plus and minus signs are aligned correctly) and the meter still do not power on. Ccr replaced the meter.